Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.

Event description:
On or about (B)(6) 2009, a monarc sling was implanted. It was reported that as a result of the implanted mesh, the pt has experienced pain, infection or inflammation and has suffered emotional and mental distress.